Manufacturer narrative:
PMA/510k: device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. Product was not returned. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019 a tlif (transforaminal lumbar interbody fusion) was performed to treat lumbar spinal canal stenosis. No cross threading was reported, and final implant fixation was conducted. There was no surgical delay. When medical follow-up was taken on an unknown date, it was found that the setscrew (199721001s) had come off. As the surgeon confirmed bone fusion in the lesion and implants had been fixated firmly, s/he concluded that no revision procedure would be needed. Currently the patient is stable without adverse effects. No further information is available. Concomitant device reported: unknown screws (part# unknown, lot# unknown, quantity unknown); unknown rod (part# unknown, lot# unknown, quantity unknown). This report is for one (1) expedium verse spine system unitized set screw 5.5. This is report 1 of 1 for (B)(4).